Event description:
During the routine follow-up of the device involved in this report, it was observed that "time to eri" had decreased dramatically within two months (no change was visible on battery impedance and magnet rate). Programmer software version was updated during these two months period.

Manufacturer narrative:
(B)(4): this event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. In response to the warning letter that the united states food and drug administration issued to ela medical (dated 11/06/2009), sorin crm (formerly ela medical) is filing this MDR at this time. Conclusion: there is no premature decrease in the implant longevity for this implant. The difference between values calculated with releases 2.02j and 2.10j is related to a calculation error in release 2.02j. This problem was corrected in release 2.10j. The correct time to eri estimation for this implant, obtained during last follow up ((B)(6) 2009) is 46 months.